Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the blade was broken when the lacrimal sac window was opened to remove the uncinate process during the dacryocystorhinostomy (dcr) procedure. There was a risk of foreign matter remaining on the patient. There were no additional actions taken to prevent injury with the blade. There was no delay to the procedure as a back-up blade was used. There was no patient impact.